Event description:
During a case with a trauma pt, the pt's artery became occluded. The site was using medtronic navigation's treon system with 3d spine 4.2.2 software for a c2 fracture. They checked their accuracy throughout the procedure. The site did not image guide the placement of the screw. The pt was moving normally after the procedure. Pt will have an angio on (B) (6) 2010. Dr (B) (6), co-surgeon on procedure, confirmed pt was fine (B) (6) 2010. Medtronic navigation is filing this MDR to ensure visibility to pt event as a result of a procedure that utilized medtronic navigation's treon system. There is no allegation to suggest that medtronic's system caused or contributed to the reported event.

Manufacturer narrative:
No allegations were made of medtronic navigation's device to have caused or contributed to pt event. Investigation of device has not been completed at the time of this report.